Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with suspected bone tumor; and underwent bone biopsy. Intra-op, the hub from the biopsy device came off when it was tried to get a specimen. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the cannula was returned with the hub pulled from the shaft. On the cannula, the knurling was present as well as the flair on the backside of the shaft. There was no signs of cement inside the inner diameter of the hub. The shaft had been bent and damaged possibly from the removal process. It appears the shaft was separated from the plastic hub by excessive force. If information is provided in the future, a supplemental report will be issued.